Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(6), implanted: (B)(6) 2014, product type lead; product ID neu _ptm_prog, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that spinal cord compression was suspected. The doctor moved the lead down and matters had dramatically improved. A revision and hospitalization were necessary. The patient had a loss of reflexes in the lower extremities at the lead location. It was further reported that the doctor took the patient back later on the night of the initial insertion and pulled the paddle down out of a suspected tighter are perhaps. The patient was transferred to a rehabilitation hospital. The patient was seen and had good stimulation and was almost back to their normal pre-operative self if then there already. Neuro deficit was the issue post op but it seemed to have been resolved. It was further reported that the lead was moved lower to avoid a possible herniated disc. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.